Event description:
A female was injected with radiesse dermal filler for a nose augmentation and three days later, developed a fullness and ptosis of the left upper eyelid.

Manufacturer narrative:
Examination revealed a mass in the left brow and upper eyelid, and a diffuse mass in the lower eyelid. Marked ptosis of the left upper eyelid and elevation of the left lower eyelid was noted. CT showed masses with a bone-like density in the left eyelid and periorbital soft tissue. The eyelid masses were excised and pathologically confirmed as calcium hydroxylapatite microspherules surrounded by collagen and histocytes. No foreign body reaction or granuloma formation was evident. Postoperatively, the ptosis resolved completely. No masses were noted 2 months after surgery.